Manufacturer narrative:
Correction: section a4 patient weight should have been 230 pounds in additional report 1 instead of being blank. This correction is reflected in this additional report 2.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge as recommended. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2021, but the procedure was abandoned due to scar tissue buildup (manufacturer report number: 1627487-2021-17979, 1627487-2021-17980). The ipg was later replaced on (B)(6) 2021 with no complications.